Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer treated with insulin injections. Customer's current blood glucose 205 mg/dl. Customer states for the last month her blood glucose has been running high. Troubleshooting was performed and the insulin pump passed the high-pressure test. The customer wishes to check for possible site/insulin issues found the infusion set had one section a little white gap 8th of an inch different color. The day I had 500 mg/dl the infusion was not bent looked like may have been a little blood. The customer stated the site looks red looks like a little drop of blood, the customer removed the infusion set from body and check for bent/crimped cannula, found: no not really. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.